Event description:
It was reported that the nurse stated that the arctic sun device rewarmed a patient about 48 hours ago, the target temperature (tt) was 37c, patient reached 36.7c last night. The providers were okay with this temperature, they were wanting the patient to be above 36c. Nurse states at the start of their shift this morning, the patient temperature (pt) was 36.3c. The patient temp had now dropped to 35.2c and the water temperature was 20-24c. Confirmed device says controlling in normothermia. Current water temperature (wt) was 38.6c. Nurse states they changed the rate from 0.2c/hour to 0.5c/hour. Nurse confirmed they have 4 pads on the patient with good coverage. No shivering, micro shivering, seizing, or signs of heat generation. They have the rectal probe connected to the device and it was correlating with an esophageal probe on the bedside monitor. Nurse stated that they had received one alarm stating the patient temp was below target temp. Last night they received a prolonged warm water exposure alarm as well. No other alerts or alarms. Explained the device was now making extremely warm water and is functioning appropriately. Discussed counter warming such as warm blankets, bair hugger, covering the extremities, and nurse confirmed they do have all of this on the patient. Informed nurse at this point it was patient related, the water temperature can only get to 40c-42c maximum. Informed nurse if the patient temp drops and the water temperature drops again, call us back when this happens so we can try to assist with troubleshooting. Explained they can download the case data once therapy was completed to see if anything triggered the drop in the water temperature. Nurse sent a picture of the graph, it appears when the water temperature dropped, the target temperature dropped at the same time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device rewarmed a patient about 48 hours ago, the target temperature(tt) was 37c, patient reached 36.7c last night. The providers were okay with this temperature, they were wanting the patient to be above 36c. Nurse states at the start of their shift this morning, the patient temperature(pt) was 36.3c. The patient temp had now dropped to 35.2c and the water temperature was 20-24c. Confirmed device says controlling in normothermia. Current water temperature(wt) was 38.6c. Nurse states they changed the rate from 0.2c/hour to 0.5c/hour. Nurse confirmed they have 4 pads on the patient with good coverage. No shivering, micro shivering, seizing, or signs of heat generation. They have the rectal probe connected to the device and it was correlating with an esophageal probe on the bedside monitor. Nurse stated that they had received one alarm stating the patient temp was below target temp. Last night they received a prolonged warm water exposure alarm as well. No other alerts or alarms. Explained the device was now making extremely warm water and is functioning appropriately. Discussed counter warming such as warm blankets, bair hugger, covering the extremities, and nurse confirmed they do have all of this on the patient. Informed nurse at this point it was patient related, the water temperature can only get to 40c-42c maximum. Informed nurse if the patient temp drops and the water temperature drops again, call us back when this happens so we can try to assist with troubleshooting. Explained they can download the case data once therapy was completed to see if anything triggered the drop in the water temperature. Nurse sent a picture of the graph, it appears when the water temperature dropped, the target temperature dropped at the same time.

Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate pharmaceutical delivery. However there was insufficient information to confirm this potential root cause. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.